Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed. And the (B)(4) FDA registration number has been used for the manufacture report number. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd pegasus catheter experienced foreign matter in or on device cannula/needle/catheter. The following information was provided by the initial reporter: when the patient received intravenous fluids, the superficial vein of the catheter tube was indwelling. When the package was opened, black foreign body was found in the latex catheter tube of the indwelling needle.